Event description:
User facility technician reported that during the middle of a patient treatment on a system 1000 hemodialysis device, the device completely shut down with no alarm and then turned back on 4 or 5 seconds later. The patient treatment then continued with no problems. There was no patient injury or medical intervention associated with this incident per the user facility technician.